Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. A synergy drug-eluting stent was implanted. However, when optical coherence tomography (oct) was performed, it was noted that stent thrombosis was present and the stent was undersized. No further patient complications were reported.